Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "there was a misdrilling with the targeting device with femoral neck screw and distal locking. Surgeon had to perform freehand-locking. Target device 4 weeks old and has been reprocessed 10 times. Sleeve is 5 years old and has been reprocessed 40 times."

Manufacturer narrative:
The reported event could not be confirmed, since the returned device is conforming to specifications and fully functional. The device inspection revealed the following: the received target device was not found to be damaged though there were some wear marks and a hole on the surface which looks like a centre-tipped but definitely not manufacturing related. The drill could be advanced and aligned perfectly as stated in the operative technique. This was functionally checked by aligning drill in both the holes at the distal end of the nail and the results confirm that there was no mis-drilling. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a user related issue. The failure was caused due to handling failure (e.g. Target sleeve adjustment is incorrect , sleeve is not locked, implant geometry measurement is incorrect, assembled target device is not kept in a correct position by the user, target sleeve can't be fixed, target device is damaged). The received device is inspected and is found to be fully functional and doesn¿t confirm the stated event of misdrilling. IFU states user to ensure that all components prepared for the procedure function correctly with each other before the surgical procedure and repeatedly check that the connections between the instruments or between implants and instruments required for the precise positioning and fixing are secure during the procedure. If any further information is provided, the complaint report will be updated.

Event description:
As reported: "there was a misdrilling with the targeting device with femoral neck screw and distal locking. Surgeon had to perform freehand-locking. Target device 4 weeks old and and has been reprocessed 10 times. Sleeve is 5 years old and has been reprocessed 40 times."